Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on 8 patient samples that initially resulted negative when using the simplexa covid-19 direct assay, but resulted positive upon repeat using an unknown testing method. The same 8 samples were then repeated on the same simplexa assay lot with only 5 out of 8 samples resulting positive with late cts (weak positive). Run analysis of the simplexa assay results showed 5 samples were negative on the initial simplexa test (sample ids: (B)(4)), but positive upon repeat via the unknown testing method. Three additional samples (sample ids: (B)(4)) were tested twice on the simplexa assay which resulted negative on the initial test, but positive upon repeat using the same simplexa assay lot. The 8 suspected false negative samples were sent to (B)(6) for testing comparing the simplexa assay to the unknown testing method. The issue device was not returned for testing. It was noted by the (B)(6) site that the samples were no longer on dry ice due to a shipping delay. It was also noted that the comparison assay utilized extraction of the samples (qizcube extraction), while the simplexa assay does not. The sample numbering changed so it was not possible to match the original ids from the initial runs. The simplexa assay detected 2 out of 8 samples (with 1 sample only detected orf1ab) and the comparator assay detected 5 out of 8 samples (with 4 samples only detecting 1 of 2 target genes). Only 3 of the 8 samples did not match between the simplexa and comparator assays. In all 8 samples it was noted that they were considered low positive samples. It is likely that the 8 samples were at or beyond the simplexa assay limit of detection. Batch record review showed the critical component, reaction mix mol4151, lot# x8073n, met all qc release criteria prior to kit release. Mol4151, lot# x8073n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 28.7 (s gene) and 29.9 (orf1ab) and the internal control avg CT = 31.5. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# x8072n for suspected false negative results. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on 8 patient samples that initially resulted negative when using the simplexa covid-19 direct assay, but resulted positive upon repeat using an unknown testing method. The same 8 samples were then repeated on the same simplexa assay lot with only 5 out of 8 samples resulting positive with late cts (weak positive). The customer confirmed the alleged false negative results were not reported to the diagnosing physician due to the discrepancy with the unknown testing method and no alleged harm occurred. Other than patient sample ID numbers, other patient information and patient sample collection method was not provided.